Event description:
New information indicated the lead was explanted.

Event description:
An asymptomatic patient presented in clinic for normal follow up, externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. Plans were made for the lead to be replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 52.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.7-11.3cm from the tip electrode. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.